Event description:
Customer stated that she received a no delivery alarm a couple of days ago. Customer has unexplained high blood glucose levels and has had 2 no deliveries. Customer changed the infusion set and reservoir both times. Customer wants insulin pump replaced. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.